Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was observed on the rv lead. It was noted that the increased impedance began rising after the patient had a fall and broke their hip. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.